Manufacturer narrative:
Device was received with a blank flashing display due to moisture damage on the electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was fluid in the insulin pump and it would not open at all. The customer's blood glucose level was 300 mg/dl. Customer states they do hear fluid when shaking the insulin pump. Customer states they see fluid under the lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.